Event description:
Report received from abbott international affiliate (abbott australia) of an incorrect bolus amount being delivered. It was reported that the event was discovered on pain rounds. The report states: "the pump being set to 1 mg bolus--cumulative dosages showed up as 1.9, then 2.5--it was 'all over the place'. The patient had been connected overnight. There was no patient effect, but there could very well have been if the patient was overdosed". The abbott international affiliate, abbott australia, was queried for further information, but no further information has been provided.